Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced suspected perforation and pleural effusion. The right atrial (ra) lead and right ventricular (rv) lead were revised and remain in use. No further patient complications have been reported as a result of this event.